Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, a foreign matter was discovered in the sealed package of a guardia¿ access embryo transfer catheter. The issue was discovered at a cook distributor site and there was no patient involvement. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one prior to use guardia¿ access embryo transfer catheter, k-jets-7019, to cook for investigation. One device returned in sealed outer pouch. There is foreign debris loose inside sealed package. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the investigation, it is most likely the packaging quality control inspector missed the foreign matter when inspecting entire packaged product and seal for particulate. Retraining for the packaging qc operator was requested. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: distributor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a foreign matter was discovered in the sealed package of a guardia" access embryo transfer catheter. The issue was discovered at a cook distributor site and there was no patient involvement.